Event description:
During laparoscopic cholecystectomy surgery, approx 1/2 inch piece of the distal end of a spatula cautery instrument separated from the instrument and was left in the abdominal cavity. The defect was identified when the instrument was being processed in the central sterile department. An x-ray was immediately taken of the pt, recovering in pacu. Foreign body identified and confirmed, pt was informed of the incident by his surgeon. Surgeon explained need to return to surgery for retrieval. Pt tolerated subsequent procedure well without incident.